Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during set-up of the external pulse generator it was noted that the atrial lead connector was cracked. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the atrial connector was cracked, it was broken. It was additionally noted that the tube sleeve was missing and the display wire was pinched but insulation was not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.